Event description:
Information received by medtronic indicated that the customer states pump error 4. Customer was able to successfully clear the alarm. Customer was able to complete rewind. Customer states they were able to rewind the pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring: black. Device case type: ngp. Customer returned device for an alleged pump error found on july 13, 2022. Unable to perform the displacement test due to insulin flow block alarm and unable to perform the self test due to pump error . Successfully downloaded history files and traces using thus. Pump error was found in the device history on july 12, 2022 at 17:29:21.000 due to moisture damage. Pump error variable was found in the pump history on july 12, 2022 17:53:41.000 due to moisture. The device was cut open to perform visual inspection and found moisture damage on the electrical board 1 and 2, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage (faded). Pump error and pump error (variable 12) were confirmed in the devices history due to moisture damage. No delivery alarm/occlusion during therapy confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.